Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level of 957 mg/dl, vomiting, and dehydration. Reportedly, the cause was a non-tandem sensor becoming ripped off from the customer¿s body, and the customer did not have an alternate method available to monitor bg levels. Additionally, the customer uses supplies longer than the two days indicated per labeling. Tandem technical support informed the customer of labeling, customer acknowledged. The customer attempted to resolve the issue by a manual injection. The customer went to the emergency room (ER) where saline and an insulin drip was administered to try to resolve the issue. Subsequently, the customer was transported by ambulance and admitted to the hospital where saline and insulin drip, nausea medicine, and mupirocin medication to prevent methicillin-resistant staphylococcus aureus (mrsa) were administered to address the reported issue. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage.